Event description:
It was reported that a malfunction alarm and a minimum fill notification occurred. The pump was reset and a supply change was performed to resolve the issues. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.